Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia and requested to switch to different infusion sets, with the clinician noting patient preference and arranging interim supplies. Symptoms included elevated blood glucose. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included user outreach by phone with voicemail left and follow-up text confirming address, as well as troubleshooting and education completed by clinical support. Investigation of this case revealed no device malfunction reported and no device component failure identified; the event cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.